Event description:
Customer reported battery out limit problems with the insulin pump. Customer was advised that it's completely normal behavior for the insulin pump to have a battery out limit. The blood glucose reading is 526 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.